Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 22, 2022, not mar 29, 2021, as reported in follow-up report number 2.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2022-20060. During an in clinic follow-up noise resulting in oversensing was observed on the right ventricular (rv) lead and pacemaker. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.